Manufacturer narrative:
The customer reported this event to the FDA through medwatch 5082082. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from a hole in the middle of the container. This was identified before any patient contact. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between april 18, 2018 - april 19, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.